Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. During system check with tandem technical support, the root cause could not be determined because customer declined to load a new cartridge. Multiple attempts were made by tandem technical support to follow up with customer, with no response. Customer's blood glucose was 257 mg/dl.